Event description:
It was reported that the patient presented for remote follow up via merlin.net with an episode of suspected atrial fibrillation with rapid ventricular response. The implantable cardioverter defibrillator incorrectly diagnosed the episode as ventricular fibrillation and delivered inappropriate anti-tachycardia pacing. No interventions were made. There were no patient consequences.